Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received with the nose cone cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. However the handpiece was connected to a generator and an alert screen was displayed. No communication issues were noted during testing as reported. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the generator could not recognize the handpiece and was running in a vacuum. No harm to the patient reported, no surgery delay reported. A spare device used to complete the case.